Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient. The patient experienced a blood infection and cloudy peritoneal dialysis effluent. The patient was not hospitalized for the events. The patient was treated with unspecified antibiotics intravenously (dose and frequency not reported) for the blood infection. However, the treatment for the peritonitis was not reported. The patient was recovering from this event.